Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer was advised that the pump is working as designed. The customer was advised to contact his heatlh care provider to review settings and discuss constant morning highs as well as monitor the pump and his blood glucose.